Event description:
A user indicated that her handheld device was frozen on the "tap to align" screen. Despite repeated troubleshooting efforts the user could not advance beyond the "tap to align" screen. The handheld device has not been returned to the manufacturer to date for product analysis.

Event description:
The suspect hhd and associated software were returned for product analysis. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.